Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the reported event was confirmed due to a defective main power switch. It was also noted the software needed to be updated and a worn-out video connector latch causing poor connection to pigtails. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus the power button on their visera elite video system center was stuck. Upon inspection and testing of the customer returned device, it was observed that the power switch was stuck in the on position. This report is being submitted for the malfunction found during evaluation. There was no reports of death, harm or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Correction to g3 of the initial medwatch. The aware date should be (B)(6) 2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device was returned for evaluation. The device evaluation confirmed the main switch was an older version. Based on the results of the investigation, it is likely the power switch was damaged due to the amount of operating force applied and the number of times exceeding the expected value. There has since been a design change to prevent recurrence. Olympus will continue to monitor the field performance of this device.